Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. A call was received from the patient's family, stating that the trend graph might have been blank and not displayed from 4:00 to 8:30 on 5/25, and they might have forgot to start therapy after suction. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. A call was received from the patient's family, stating that the trend graph might have been blank and not displayed from 4:00 to 8:30 on (B)(6) 2025, and they might have forgot to start therapy after suction. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. New information/evaluation: the ventilator was returned to the manufacturer for evaluation and the issue of the trend data is not recorded in the evo unit was not confirmed during the test run in the repair center. The trend data was checked on the evo unit, but the data disappeared for more than 1 week and therefore, could not be confirmed. While the care orchestrator data has verified that the device was being used at the time of the event, it shows that partial waveform data during the time was not recorded. Additionally, there is log data indicating that on and off operations were repeated in situations where it is speculated that the device was not being operated. Records different from those observed during normal use were confirmed, as described above. Based on the above, it is assumed that a failure temporarily occurred in the data recording or its communication. Therefore, system board and display board were replaced. Periodic maintenance 2 was performed. The following parts were replaced to prevent failure: air inlet foam filter, particle filter and muffler assembly. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.